Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was sent in for routine repair due to age of device. The event did not occur during surgery, and there was therefore no patient involvement. Evaluation later revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.